Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr) # 01 is being filed to correct the g.3 date on the initial/supplemental report, filed earlier. Incorrect date of 13/06/2023 is being corrected to 27/03/2023. Three opened trocar cannula hub assemblies in a pouch with an probe with the tubing cut off in a tray were received. The trocar samples were visually inspected and were found to be conforming. The samples were then dimensionally inspected for cannula inner diameter and were found to be conforming. A functional fit test was then performed for all three trocar and was found to be conforming for all three samples. The probe was cleaned prior to functional testing due to the presence of foreign material. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned trocar cannula hub assemblies were found to be conforming, therefore a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar cannula hub assemblies were manufactured to specifications. All trocar assemblies are 100% inspected for gage size. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that striper was difficult to insert and to remove from trocar, and it was blocked because of the difficult insertion during the vitrectomy surgery. The surgery was completed by replacing the pak. There was no report of patient harm.